Manufacturer narrative:
.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance, high capture, and loss of sensing. The physician used different psa cables but the same anomalies remained. The lead was attempted to be repositioned but was unsuccessful. The lead was not used and replaced. The patient experienced no adverse consequences.